Manufacturer narrative:
The device was received not deployed. The download data shows the first prime completed at pulse 46 and the device was deactivated at pulse 46. No issues were seen with the device. A small anomaly, a very quick open to close in the rotational sensor data, was observed in the download data but no rotational sensor errors were observed. The device was reset, connected to a pdm and delivered a 5-unit bolus with no issue. The needle mechanism deployed during the reset run. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pod did not have a pink slide insert. This indicates a needle mechanism failure. The pod was not worn and the patients blood glucose levels were 249 mg/dl.